Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on 28-apr-2024. The infusion set was in use for 2-3 hours. The leaking was at the site. The blood glucose level was high (specific value was unknown) and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion set and resumed insulin deliveries successfully no further information available.